Manufacturer narrative:
(B)(4).

Event description:
It was reported during an unrelated procedure, externalized conductors was observed noted on the ventricular lead. The patient was asymptomatic. There were no electrical anomalies. No intervention was planned out. The patient will be monitored. The patient condition is stable.